Manufacturer narrative:
Medtronic received additional information from this patient's physician that this valve was replaced due to severe regurgitation and progressive dysfunction of inferobasal left ventricular (lv) wall. The patient's preoperative symptoms included shortness of breath (sob); there were no patient complications postoperatively. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Medtronic received information that one year, four months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced with a bioprosthetic valve. No failure mode and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.